Manufacturer narrative:
Reported event: an event regarding corrosion involving a ceramic head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show blood and biological matter also scratch marks can be noted on the ceramic head. Dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this inquiry reports revision of a left total hip replacement approximately two years after initial implantation. The reason for revision was reported as armd due to crevice corrosion. I can confirm that this event took place since was able to review the pertinent findings of the revision operation report and view photographs of the intraoperative findings. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion is a well-known complication of pain after a total hip with recurrent effusions. It is fairly rare to occur with a ceramic head but in this case findings were consistent with corrosion. Technical issues could contribute to corrosion including malplacement, trunnion preparation and the patient¿s weight and activity level. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient's left hip was revised due to corrosion. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip revision for mechanically assisted crevice corrosion of head and neck junction with adverse reaction. Head and insert replaced and screw removed. Update: per sales rep, no allegations against revised liner and screw. Further, no allegations against shell (not revised).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Left hip revision for mechanically assisted crevice corrosion of head and neck junction with adverse reaction. Head and insert replaced and screw removed. Update: per sales rep, no allegations against revised liner and screw. Further, no allegations against shell (not revised).